Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/30/2023, it was reported by a sales representative via sems-06070363 that an ar-9236-02pp univers vaultlock¿ glenoid trial broke. This occurred during a total shoulder arthroplasty on 10/27/2023 when the vaultlock trial central peg broke upon insertion during the trial process. The peg was able to be removed, and the implant was successfully implanted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion of the trial.